Manufacturer narrative:
Device analysis report attached. This report is submitted on september 08, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.